Event description:
It was reported that, during the photoselective vaporization of the prostate procedure, the fiber began forward firing after 76,823 joules and 7:35 minutes of use. There were no patient complications.

Event description:
It was reported that, during the photoselective vaporization of the prostate procedure, the fiber began forward firing after 76,823 joules and 7:35 minutes of use. There were no patient complications.